Event description:
It was stated that the customer was hospitalized for high blood glucose readings. No blood glucose reading was repeated. It was also stated that the infusion set was occluded and the insulin pump did not give a no delivery alarm. It was stated that troubleshooting was done at the diabetes center and the insulin pump was found to be working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.